Manufacturer narrative:
(B)(4). The biomedical engineer at the customer facility examined the device but was unable to duplicate the reported failure. The biomedical engineer advised that the original internal defibrillation paddles were not tested after the failure and had been discarded. As a precaution the device was then sent to physio-control for evaluation. Physio examined the device but was unable to duplicate the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The biomedical engineer at the facility contacted physio-control to report that during a recent patient event their device would not defibrillate. The end user was attempting to defibrillate using a set of internal defibrillation paddles (the set includes a handle assembly and spoons). After the failed defibrillation attempt the end user obtained a second set of internal defibrillation paddles and, using the same device, was able to successfully defibrillate the patient. No further details about the patient event were provided.